Event description:
It was reported that when using the BD Pyxis¿ MedStation¿ ES station offline in remote support service (RSS) and not receiving patients and orders. The customer stated that there was a delay in patient care.There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for SN (b)(6) was performed in Salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.A review of the device history record for SN (b)(6) was performed from the date of manufacture, 05-JUN-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station offline in remote support service (RSS) and not receiving patients and orders. The field service engineer (FSE) assisted the hospital information technology (IT) department in troubleshooting a wired network connectivity issue affecting the MedStation. The station was initially found connected to an incorrect network port, but after being moved to an active port, it still could not communicate over the wired network. Further troubleshooting with hospital information technolofy and the Network Operations Center (NOC) indicated the issue was related to the hospital network infrastructure and not the BD device. As a workaround, the station was connected to the wireless network, allowing pending communications to successfully synchronize with the server. The customer requested that the station remain on the wireless network until a permanent network solution is implemented. The MedStation was confirmed fully functional, and the customer verified that the system was operating properly. The system functioned as intended after the field service engineer (FSE) investigated the device.